Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: it was reported the patient had nalu pain stimulator implanted for about 4-5 years and was very unhappy with it. It had done nothing that they told patient it would do. Patient described their unit has a cell phone to turn it up and down and on and off which patient could not get anymore. Patient also reported having 2 sticky units and had a hard time getting externals to make contact with the internal. Patient called to ask if nalu could be replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).